Manufacturer narrative:
1/29/97-supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. Additional data entered in d9.

Event description:
During a laparoscopy procedure, the visibility was not clear. The surgeon used another scope to complete the procedure. No pt injury reported.